Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was broken and stretched. In addition, the coil delivery wire was kinked due to handling. During the functioning test, delivery wire moved independently to the main coil and the main coil was unable to be removed from the introducer sheath. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use and there is no indication of a use error. It is probable that the device was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported event and to the analyzed main coil broken and stretched, and coil introducer sheath friction. As the issue is associated with a product that meets stryker design and manufacture specifications and was used according to the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the main coil was broken. No clinical consequences reported to the patient.